Event description:
It was reported that the patient's communicator showed a red call doctor alert which indicates a potential change in the patient's implanted implantable pulse generator (pacemaker), that was not transmitted due to connection issues with the internet. Boston scientific technical services helped the patient setup his communicator, forced the transmission and it was correctly delivered. Reportedly, the alert was triggered due to right ventricular (rv) pacing impedance out-of-range measurements. Further information indicates the physician will wait until the pacemaker reaches elective replacement indicator, to replace the pacemaker and implant a new rv lead at that time. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).